Event description:
It was reported air was observed in the line of a clearlink system buretrol solution set. It was further reported, "the buretrol chamber continued to pull air into the tubing after the buretrol had emptied and while tubing was attached to the patient¿s IV line." The clinician noticed the air when it had reached the level of the stopcock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: upon follow up it was further reported that two (2) clearlink system buretrol solution sets were to have air observed in the line (previously reported as one device). H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Both sets underwent leak, dimensional, pressure and clear passage testing, and the devices performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.